Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6, h11 corrected fields: e2, e3, h6 ( investigation conclusions, investigation findings).

Event description:
N/a.

Event description:
It was reported by the user that prior to use, the cardiosave intra aortic balloon pump (iabp) had grounding and power up failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.